Event description:
Pt was undergoing open reduction internal fixation of fractured left orbit. After drilling with the wire pass drill bit & removing it from the bone, it was noted that the end of the wire pass drill bit had broken off in the orbit. Xrays were taken - it was visible on xray - pt was informed post op - send to xray for cat scan for scrual location of drill bit end.